Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received critical pump error. It was reported that the customer's blood glucose level was unknown. It was reported that the pump had a crack on the back. It was reported that the pump was exposed to water while bathing. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image and broken force sensor was detected error was noted in the history download due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. Unable to perform the functional testing, including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error open book image. The insulin pump had cracked case at battery tube side, minor scratched display window, scratched case, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and damaged scratched display window cover.